Event description:
Hemorrhoidectomy for grade 2-3 hemorrhoids using het system on (B)(6) 2014 performed without any issues. A left posterior fistulotomy was done as well. Patient was seen for postoperative visit at 2 weeks without any issues present and hemorrhoids were reduced in size. Patient presented to the ER on (B)(6) 2014 with rectal bleeding. Patient's hct was 8, down form 12 postoperatively. Patient was given transfusion with 2 units of prbc's. Patient underwent colonoscopy on (B)(6) 2014 and it was noted that there was bleeding coming from the right posterior complex. Surgeon used suturing to stop the bleeding. Colonoscopy was completed with no active bleeding noted and no hemorrhoids noted.

Manufacturer narrative:
(B)(4). The incident device was discarded by the site. Without the sample, a detailed investigation could not be performed. The device history record (DHR) indicates the lot/serial number was released meeting all qa specifications. The file will be closed as unconfirmed at this time. If additional info is obtained or the sample is returned, we will re-open this investigation.